Event description:
It was reported that balloon rupture occurred. Endovascular therapy was performed for chronic totally occluded superficial femoral artery. After the non-boston scientific guidewire crossed the lesion, a coyote nc 3.0 x 30 was advanced for dilatation. However, during the initial inflation at 10 atmospheres the balloon ruptured. The device was then removed and another 5.0mm x 20mm x 143cm coyote nc quantum apex balloon catheter was advanced. However, during second inflation at 12 atmospheres, the balloon also ruptured. Since there was still an indentation, a new coyote nc of the same size was used, and revascularization was successfully performed, and the procedure was completed. There were no patient complications nor injuries reported.